Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the atrial lead dislodged either during or immediately after a coronary artery bypass graft procedure. During attempted repositioning of the lead, it was noted that the helix extended and retracted unusually slowly, and repeatedly dislodged during the procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: rvdr01, implantable pulse generator (ipg), implanted: (B)(6) 2013; model: 5086mri, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.